Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited crosstalk oversensing. Upon review, technical services (ts) stated that there were p-waves showing up on this right ventricular (rv) and at times they were oversensed. All of the other ventricular episodes had appropriate sensing. The right ventricular (rv) shock channel also showed lot of myopotentials. Boston scientific representative will be discussing with the physician to have this patient seen in the clinic. This rv lead remains in service. No adverse patient effects were reported.